Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarm was confirmed via the log files; however, the alarm was determined to be not related to display module to power module cable, lot 21046j-1. The log files spanned approximately 6 days (04sep2020 to 10sep2020 per the timestamp). Driveline power fault alarm (internal error code f4) activated on 07sep2020 at 04:22 due to power a broken fault. The alarm resolved after the driveline was disconnected on 10sep2020 at 13:04 for a controller exchange. The alarm did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The display module to power module cable was not returned for analysis. Per provided information, the alarm resolved after exchanging the system controller and mod cable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s log file was submitted for review as the patient¿s system controller is showing driveline fault alarms. Log file submitted revealed that the pump is running normally until the driveline was disconnected from the controller on (B)(6) 2020 at 12:00am. The driveline appears to have been reconnected ~37 seconds later. The pump reestablishes the set speed with a new driveline power fault latched on. The patient¿s controller and modular cable swapped, and the alarms reported to have resolved. No further information was provided.